Event description:
Customer called to report a hospitalization due to high blood glucose. The customer was seen for an ear infection that turned into a bone infection, the blood glucose reading increased while hospitalized. The current blood glucosed reading is 198 mg/dl. Customer has treated with a manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.